Event description:
Report of explant of device system due to "infection" received per the annual device tracking report. Follow up with hcp revealed the infection onset/diagnosis was 6/01. Symptoms reported included redness, swelling, drainage, pain and incisional wound opening. The primary locations of the infection were the device pocket and the catheter track. A culture was obtained from the device pocket and was positive for mrsa. The patient was treated with IV and oral antibiotics and total device system explant. The infection has resolved.